Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim: it was reported that the pump module infusing antibiotics, customer found a puddle of tpn fluid on the ground and dry bag of tpn as a result of to leakage of tube in the large volume pump. There was patient involvement but no harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.